Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the zimmer air dermatome was not grafting tissue. Add'l info rec'd through clinical f/u on (B)(6) 2010 indicated that the dermatome produced a graft that was very thick in the middle and had holes or missing tissue on the edges. There was no report of injury or medical intervention associated with the incident.